Event description:
It was reported that stent inadvertent deployment occurred. A (B)(6) innova stent selected for use. However, prior to insertion, it was noticed that the stent was protruding outside the casing. No patient complications were reported.

Event description:
It was reported that stent inadvertent deployment occurred. A 7x40x130 innova stent selected for use. However, prior to insertion, it was noticed that the stent was protruding outside the casing. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the innova was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 5mm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.